Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. The planned procedure was to implant the right atrial (ra) lead at bachman¿s bundle. During the attempt to implant the ra lead, the lead was analyzed and found to have large nearfield potential identified near the beginning of the p wave. However, when the lead was advanced, there was no current of injury. Initially the capture threshold was acceptable. However, further attempts to advance the lead, the capture thresholds increased and became unacceptable. The lead was repositioned at a posterior position with reasonable threshold. Upon splitting the sheath, the lead became dislodged. The lead was advanced again with excellent current of injury. Once the capture threshold stabilized, the lead position was accepted, and procedure was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).